Manufacturer narrative:
A patient had their system explanted and replaced due to high impedance was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2021-04242. It was reported the patient experienced ineffective stimulation. Diagnostics indicated multiple high impedances. As a result, the entire system was explanted and replaced to address the issue.